Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
It was reported that the physician tried to place the universa soft ureteral stent in the patient's ureter and the pigtail was broken before entrance into patient's body. A new universa soft ureteral stent set was used to finish the ureteroscopy procedure. There was no reported impact to the patient or end user as a result of the product problem.